Manufacturer narrative:
Additional information: the device was not available, therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use, and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a trabecular micro bypass tent procedure, a partial stent stenosis associated with peripheral anterior synechiae (pas) was observed at the lower part of the stent. There was no medical, or surgical intervention required. Additional information has been requested.